Manufacturer narrative:
(B)(4). An investigation is in process. Afollow-up report will be submitted when the investigation is complete. Other text : an investigation is in process

Event description:
The customer stated discrepant wbc results had occurred with three patient samples on the cell-dyn sapphire analyzer. Patient two of three generated an initial wbc result of 1.3 with a repeat result of 0.1. The result was reported to and questioned by the physician with no impact to patient management reported. All of the wbc pathway tubing and fittings and the mixpot were replaced. Field service performed precision and ensured the cell-dyn was operating within specifications. There have been no additional reports of discrepant wbc results since service was performed.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints and a review of labeling. A field service engineer (fse) inspected and serviced the cell-dyn sapphire analyzer. The fse replaced all the tubing and fittings in the wbc pathway and replaced the wbc mixpot assembly. There were no further issues reported. A review of the complaint trend reports for the period of (B)(4) 2010 to (B)(4) 2010 was conducted and indicated there were no adverse trends associated with the customer's issue. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. Based upon the investigation, it has been determined that the cell-dyn sapphire analyzer, list number 8h00-01, (B)(4) is performing as intended. No product deficiency was identified.